Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's sigma knee was revised due to pain. Her original primary tibial tray component was previously revised on (B)(6) 2009 for aseptic loosening. During this revision procedure, her primary fixed bearing posterior stabilized femoral component and her stabilized plus revision insert were revised and replaced by a tc3 femoral component and a fixed bearing tc3 insert, since the patient had a fair amount of collateral ligamentation laxity . Preoperatively, surgeon thought that the patient's revision tibial tray and fluted stem may have been loose; however, intraoperative testing proved that they were not loose. Surgeon therefore decided to revise only the femoral component, thinking it might be loose and also to enable him to utilize a more constrained liner to address the laxity. It appeared that the primary femoral component may not have been loose, but it did come off fairly easily. Doi: (B)(6) 2005; (B)(6) 2009 (insert). Dor: (B)(6) 2019 left knee.